Event description:
Caller states patient tested hi (greater then 33.3 mmol/l), hi, and hi on performa system 1. Patient tested 7.9 mmol/l on performa system 2 within 10 minutes. The following day the patient tested 28.6 mmol/l performa system 1 and 6.3 mmol/l on performa system 3 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Event description:
Reporter alleged the patient received the results of 46 mg/dl, 221 mg/dl and 111 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 370163, expiration date 01/31/2011). (B)(6). (B)(6). Will not be returned to manufacturer.